Event description:
It was reported that stent damage occurred. A 16 x 2.5mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the target lesion. When the device was removed, the physician noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised and misaligned. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at 18.3cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the tip identified that the distal edge of the tip was damage. This damage maybe consistent with the tip being pushed through a resistance during attempts to cross the lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 2.5mm promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the target lesion. When the device was removed, the physician noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.